Event description:
The product had a leaky hub on prep. The inspection of the returned product did not confirm a leak and the product contained no anomalies. Lot history review revealed this is the second complaint of this type for the subject lot number to date.